Event description:
It was reported that customer had high blood glucose and wanted to know why it was not uploading the reading of over 600 mg/dl to care link. Troubleshooting was done. Customer's blood glucose was over 600 mg/dl. Customer stated that she treated high blood glucose with bolus with the insulin pump. Customer stated the cannula was bent and she just changed it. The troubleshooting was not completed due to customer does not have tubing clamp. Advised the customer the tubing clamps would be replaced. Customer's blood glucose was still 600 mg/dl and treated with bolus. The customer was advised to contact health care provider and also treat with back up plan. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.